Manufacturer narrative:
The ventilator was investigated on site by our field service engineer. The reported failure with the pressure transducer not passing the pre-use check was reproduced and the cause was a pressure transducer printed circuit board. Despite of several reminders, it is not known if the machine was repaired with a new pressure transducer printed circuit board. No parts were returned and no device logs are available for the investigation. As no goods were returned for investigation, the cause of the reported failure could not be determined.

Event description:
Manufacturer ref # (B)(4).

Event description:
It was reported that the ventilator failed pressure transducer and internal leakage test during pre-use check. There was no patient involvement. Manufacturer's ref#: (B)(4).